Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Unable to confirm unexpected bolus stopped alarm and low reservoir alarm due to keypad anomaly. No failed battery test alarms noted when battery was inserted into battery tube. No button error alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 192 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.